Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the "ventricular lead polarity had been changed by the lead monitor function due to the lowered lead impedence". The lead impedence was 144 ohms. The lead is still in use. No patient complications were reported as a result of this event.